Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing difficulty in charging the ipg. The physician confirmed that the ipg was tilted by visual inspection and palpation. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing difficulty in charging the ipg. The physician confirmed that the ipg was tilted by visual inspection and palpation. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing difficulty in charging the ipg. The physician confirmed that the ipg was tilted by visual inspection and palpation. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and was doing well post-operatively.